Event description:
It was reported to covidien on 2/18/2010 that a customer had an issue with a hemodialysis catheter. The customer reports that the catheter came out. Sutures were still there. The catheter was implanted on (B)(6)2009 and came out on (B)(6)2010. The catheter was replaced with a new one.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.